Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regrading a patient receiving compounded baclofen via an implantable pump. The patient¿s medical history included cerebral palsy and spasticity. The devices were received after explant due to erosion through the skin; exposed. Per the operative notes, the patient was admitted to the hospital from the ed (emergency department) on (B)(6) 2022. On (B)(6) 2022, the patient¿s baclofen pump was removed with placement of lumbar drain for intrathecal baclofen pump. Per the operative notes, the pump had been working well for the patient however, recently over the abdominal are, the baclofen pump had eroded thru the skin and was now exposed and contaminated. The surgeon recommended removal of the pump system to remove prevent any further infectious complication. Given the patient¿s high dose of baclofen, it was recommended placement of a lumbar drain for intrathecal baclofen administration and weaning. The pump was removed and the lumbar drain was placed. The patient was brought to the pacu for recovery in stable condition and was transferred to neurosurgery ICU. The patient was discharged (B)(6) 2022.

Manufacturer narrative:
H3: reduced analysis found that there were no anomalies and no further destructive testing was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.